Event description:
Reporte received of an underdelivery on the secondary line. The primary line of the pump was programmed to deliver 1000ml of normal saline with 40meq of potassium chloride at a rate of 100ml/hr. The secondary line was programmed in the concurrent mode to deliver 50ml of an unspecified antibiotic at a rate of 100ml/hr and the deliveries were started. Reportedly, the nurse returned to the room 1/2 hour later to administer a second antibiotic. At that time, the nurse noted that the secondary infusion was not completed. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse patient effects. No medical interventions were required. During testing by the user facility's biomedical engineer, the device reportedly underdelivered by approximately half the set rate. Though requested, no addtitional information was provided.